Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports: "visual inspection was performed on the carina hook of the tube. From the observation, the hook was detached from the tube. This hook was supplied from our supplier in germany and it undergo gluing process to attach this hook onto bronchial tube. Looking at the condition of detached carina hook which was not a smooth/clean mark there's a white mark seen, which indicate traces of glue. This shows that the carina hook had undergo gluing process." A device history record review was performed and no relevant findings were identified. Conclusion from manufacturing site "one actual sample was returned and was found detached with traces of white residue showing that this product had undergo gluing process. Based on procedure spm p52-062, 100% inspection on carina hook bonding was performed during in line process which the mentioned defect should be detected during manufacturing. Moreover, bonding test was sampling done on completed batch according to spm p52-062. From investigation it shows that the defect could be happening due to handling error during use but before intubation."

Event description:
It was reported that: "on (B)(6), during the use of the tube but before intubation, the doctor noticed that the hook separated". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on 24 september, during the use of the tube but before intubation, the doctor noticed that the hook separated". No patient involvement reported.